Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-22-ebus-p-c from lot number c1317456 was returned to cirl for evaluation. The following was noted during the lab evaluation: the stylet was partially out on return. There was no needle exposure from the sheath. The broken part of the needle was returned in a container. It as a distal break in the needle, the broken part of the needle lined up against the remaining part of the stylet to show no part was missing. The needle was broken 14mm from the tip. The customer complaint is considered to be confirmed as broken needle. A possible root cause could be attributed to the physician who hit the bronchus with the needle to hard causing it to break.a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1317456 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to addition of a root cause. A part of the needle tip broke in the patient bronchus. They have removed the broken tip after 2 hours of trials but patient is ok. Because she hit the bronchus with the needle too hard, and I have mentioned that to her already and proposed to send her to a vista training but she does not have time.

Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 1 x echo-hd-22-ebus-p-c from lot number c1317456 was returned to cirl for evaluation. The following was noted during the lab evaluation: the stylet was partially out on return. There was no needle exposure from the sheath. The broken part of the needle was returned in a container. It as a distal break in the needle, the broken part of the needle lined up against the remaining part of the stylet to show no part was missing. The needle was broken 14mm from the tip. The customer complaint is considered to be confirmed as broken needle. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c devices of lot# c1317456 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A part of the needle tip broke in the patient bronchus. They have removed the broken tip after 2 hours of trials but patient is ok. Because she hit the bronchus with the needle too hard, and I have mentioned that to her already and proposed to send her to a vista training but she does not have time.